Event description:
A falsely depressed troponin I result of 0.01 ng/ml was obtained on a laboratory test. The laboratory was testing four replicates of troponin I. The second, thrid and fourth values were positive (expected results). Treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. The most likely cause for this event was a clogged pipettor tip.